Event description:
A surgeon reported the haptic stuck to the optic and the lens would not completely unfold during intraocular lens (iol) implant surgery. The surgeon completed the procedure and sent the pt home. When the pt returned for a postoperative visit the iol had not completely unfolded and was not centered properly. The iol remains implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone on 02/28/2008, 03/03/2008, 03/04/2008, by mail and fax on 03/05/2008 and by email on 03/06/2008 and 03/24/2008.